Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 5. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked events in past month and a half. The event occurred within three hours after insertion. The insertion site was abdomen. The blood glucose level was 500mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-03413. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. The initial MDR with manufacturing report number (3003442380-2025-03413), was submitted on 12-mar-2025. Upon receiving additional information, it was discovered that the lot number has been updated from unknown to 6002909. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.